Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 980 ventilator had a ¿ventilator inoperative¿ malfunction. The device was available for evaluation. A review of the logs indicates that the ventilator entered backup ventilation (buv) while in use on a patient. The service personnel (sp) inspected the ventilator and found the unit in an operative state. After a software update, the sp ran the extended self test (est) which failed. The sp replaced the exhalation valve flow sensor (evq) to pass this test. Based on the buv diagnostic code in memory the sp replaced the delivery proportional solenoid (psol) as a precaution. The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. The cause of the device entering in buv, could not be established but the delivery psol was replaced as a precaution. The secondary finding that est failed was isolated in the field to a potential fault in the evq. The events are included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, this 980 ventilator had a ¿ventilator inoperative¿ malfunction. There was no injury to the patient.

Manufacturer narrative:
Section d9 was updated due to the returned part section h6 evaluation codes were updated due to analysis of the returned part result code (annex c) add additional code conclusion code (annex d): remove d15 and add d02 component code (annex g): remove g07001 and add g0413501 h3: device evaluation summary: was updated due to analysis of the returned part medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 980 ventilator had a ¿ventilator inoperative¿ malfunction. The device was available for evaluation. A review of the logs indicates that the ventilator entered backup ventilation (buv) while in use on a patient. The service personnel (sp) inspected the ventilator, performed extended self test (est) and replaced the exhalation valve flow sensor (evq) based on the est failure code. Based on the buv diagnostic code in memory, sp replaced the delivery proportional solenoid (psol). The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. The evq was not returned to medtronic for failure investigation. One delivery psol was returned to medtronic for further analysis. An external visual inspection revealed no anomalies. The psol was installed into a failure investigation test ventilator for analysis and found the unit failed the leak test portion of est. A breakdown of the psol was performed which showed scratches and other non-physical contaminate markings on the poppet which is the sealing ring. The cause of the device entering buv was isolated to a faulty delivery psol. The secondary finding of est failure was isolated in the field to a potential fault in the evq. The event is included in the trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.